Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported problem was verified. Review of the device history logs indicated that the device was excessively powered on prematurely draining the batteries. The batteries were replaced to remedy the reported problem. This claim has been closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.